Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. The insulin pump was received with severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 127 mg/dl. The customer reported that something cloudy on the screen of the insulin pump. The customer reported that the keypad was unresponsive and sometimes the keypad was sticky and sometimes whenever they click to bolus the button was not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.